Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2004, the patient underwent posterior lumbar interbody fusion surgery on his spine from l4-s1. Reportedly, he was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage in lateral gutters. Allegedly, the patient's "post-operative period was marked by a period of improvement, followed by increasing low back pain." The patient underwent revision surgeries on (B)(6) 2005, (B)(6) 2013 and (B)(6) 2014, due to severe pain and symptoms. On (B)(6)2004: the patient presented with degenerative disc disease with inter-vertebral disc herniation and radiculitis at l4-5 and l5-s1. The patient underwent bilateral laminectomy and partial facectomy, l4-5 and l5-s1 with posterior inter-body fusion utilizing tetris cages with rhbmp-2 allograft with segmental pedicle screw instrumentation in l4-5 and l5-s1 with reo system combined with posterior lateral and transverse process fusion, l4-5 and l5-s1 with local bone autograft, crush cancellous allograft and rhbmp-2 allograft, marked surgical technique. As per-op notes, "morcelized local bone mixed with crushed cancellous allograft bone, which had been soaked in platelet rich plasma was packed over the transverse processes to the sacral region from l4 to s1 bilaterally. This was followed by a strip of rhbmp-2 sponge and finally with additional bone graft." No patient complication was reported. On (B)(6) 2005: the patient presented with retained pedicle screw instrumentation and underwent explantation of pedicle screw instrument station l4-5 and l5-s1 with exploration of fusion and repeat posterolateral fusion with exactech optecure allograft bone paste. No patient complications were reported. On (B)(6) 2008: the patient underwent x-ray of lumbar spine due to history of low back pain for one year. Impression: severe destructive degenerative disc disease on the right at l3-4. On (B)(6) 2008: the patient underwent MRI of lumbar spine without contrast due to history of low back pain. Impression: there is epidural fibrosis on the right at l5-s1. Fibrosis does not appear to elevate the origin, just inside the proximal neural foramen, of the right l5 nerve root. There is destructive disc disease on the right at l3-4 producing neural foraminal narrowing and compression of the right l3 nerve root, and producing spinal stenosis to 7mm.

Manufacturer narrative:
(B)(4).